Manufacturer narrative:
Continuation of d10: product ID 64001 lot# n753240 product type adapter product ID 3387s-40 lot# v325838 product type lead product ID 7482a51 serial# (B)(6) product type extension product ID 7482a95 serial# (B)(6) product type extension product ID 3387s-40 lot# v207484 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep that the patient was implanted for years and always had difficulty finding settings that were effective for them without side effects. The cause of the lack of efficacy was attribute from the surgeon as it was due to the lead not being properly positioned. Patient has since undergone full replacement with new leads and battery and is having better efficacy. The rep confirmed the issue was resolved and the patient was getting better results with the new leads. The information was confirmed with the healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID 64001 (lot: n753240); product type: 0179-adapter; product ID 3387s-40 (lot: v325838); product type: 0200-lead; product ID 7482a51 (serial: (B)(6)); product type: 0191-extension; product ID 7482a95 (serial: (B)(6)); product type: 0191-extension; product ID 3387s-40 (lot: v207484). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a full system explant on (B)(6) 2025 due to lack of efficacy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.